Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced chest pain and discomfort due to a recent diagnosis of atrial fibrillation. The patient was hospitalized and during interrogation three inappropriate shocks were observed due to atrial fibrillation. The patient's medication was changed and tachycardia therapy was turned off on the device. The patient was stable.